Event description:
Upon entering resident's room at 4:10 am on 2/10/97, night shift staff found resident with lower extremities out of bed, trunk of body was between siderails and mattress, upper torso and extremities on top of bed. Resident had no breathing or pulse, right side of face was light purple in color. Resident had expired. Bed alarm on bed did not sound to alert staff, as resident's upper torso was still on the sensor mat.